Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient suspected that their pump had shift and/or was no longer functioning properly. The patient believed that the pump was malfunctioning, as they did not believe it was giving them their medication right correctly. The patient needed to call their "sergeant" to see if it was flipping and that was causing the problem. The last time the they filled the pump, the doctor saw that it was not in the right place and they decided to "pound on it" with an object to try to adjust it and put it in place. Per the patient, "for a while now", it had not been feeling like it was "doing it" or giving the patient the medication. The issue had been occurring for "maybe 2 or 3 months". The patient had been trying to tell their physician, but they were not paying attention to it. The patient was redirected to their healthcare provider (hcp) to further address the issue.